Event description:
Procedure type: hernia. According to the rptr: postoperative stitch abscess has become at 2 pt after the hernia surgery. Request sent for add'l info.

Manufacturer narrative:
(B)(4).